Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert coming from the implantable cardioverter defibrillator (ICD). The patient is noted to have a left ventricular assist device and it is suspected that the magnets associated with the device may have triggered the alert. The device remains in use. No patient complications have been reported as a result of this event.